Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The touchscreen was replaced and recalibrated. The system was then tested and met all production specifications. The touchscreen has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s):" no pt injury reported" (no consequence or impact to pt). Product problem(s): "touchscreen froze" (no display or display failure). The customer reported the touchscreen froze up during surgery. The system was switched out to complete the case as planned. No pt injury was reported.